Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented to the hospital for lead revision procedure. During prior follow up visit, inadequate capture was observed on the ra lead. Programming changes were made to the device and lead was functioning well. Upon chest x-ray review, lead dislodgment was confirmed on the ra lead and the patient's spouse reported that due to patient raising their arms high shortly after implant lead dislodgment may have occurred. Lead repositioning was not possible on the ra lead due to the lead stylet unable to advance due to possible fluids within the lumen. Lead was explanted and a new lead was implanted. New lead values were excellent. Patient was stable prior, during and post procedure.